Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation. The following information was provided by the initial reporter: material #: 10015012 batch/lot #: unknown. The ref# 10015012 was for 2 of the 3 sets. The third set I sadly did not have any identifiers for that set. Today I have two more sets that were placed in my office. I cannot give you a lot number for those sets and would think that you do not want these sent to you. Please let me know if you would also like these sent. They have breakage at the same spots as the others. I have been in contact with our central supply about lot and reference numbers for the past few months to see if he can provide the these for us.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20077541, d.4. Medical device expiration date: 7/30/2023, h.4. Device manufacture date: 7/30/2020. H.6. Investigation: a complaint of component damage was received from the customer. Two samples were returned for investigation. Both sets were primed and infused at a rate of 100 ml/hr with no issues. No other defects could be found on the set. The customer complaint could not be verified. A device history record review for model 10015012 lot number 20077541 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20077541 regarding item 10015012.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation. The following information was provided by the initial reporter: material #: 10015012, batch/lot #: unknown. The ref# 10015012 was for 2 of the 3 sets. The third set I sadly did not have any identifiers for that set. Today I have two more sets that were placed in my office. I cannot give you a lot number for those sets and would think that you do not want these sent to you. Please let me know if you would also like these sent. They have breakage at the same spots as the others. I have been in contact with our central supply about lot and reference numbers for the past few months to see if he can provide the these for us.